Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the pump did not bounce back after being pressed. A surgical procedure was performed to remove and replace all the components. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the pump did not bounce back after being pressed. A surgical procedure was performed to remove the device. No additional information was reported.